Manufacturer narrative:
Involved device was not returned, user facility info and quality records reviewed. The involved device was not returned for evaluation, which limits the failure investigation. A review of the device history record did not indicate any production related problems. The pact was built to customer specifications at the time of production. However, the layering for this kit has been updated to reduce the potential for kinks or damage to tubing. All mfg personnel have been informed of this report in order to heighten their awareness. All available info has been placed on file in quality assurance for appropriate tracking, trending and f/u.

Event description:
The user facility reported the inability to increase flow after initiation of bypass due to a kink in the tubing kit. The perfusionist noticed that every time the flow increased above 4.2 l/minute, the tubing would collapse. It was decided to come off bypass to remove and reposition the arterial line before continuing. The procedure was completed successfully without any further complications. The pt has since been discharged from the ICU and is doing well.